Event description:
Factory service found that the device failed paddle hipot test during final testing. This failure occurred on the service bench inside the factor. We would not normally expect to see this failure occur in the field. Nonetheless, we consider this to be a reportable secondary finding.

Manufacturer narrative:
Evaluation summary: the device is a welch allyn owned loaner automatic external defibrillator (AED) device. The factory service technician isolated the problem to a lead on a connector which had punctured the nomex barrier between the protection board and the external case. This enabled leakage current in excess of the specification to escape when high voltage was applied during hipot testing. We trimmed the lead and replaced the nomex barrier to restore normal operation. The device passed all testing and returned to the refurbishment pool of devices.